Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analyst commented, confirmed, wireless telemetry unavailable. Power on reset (por) occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) a power on reset (por) occurred during a ventricular fibrillation (vf) episode and wireless telemetry disabled. After the por the device charged and delivered a vf therapy. The ICD was re-programmed, and remains in use. Additional information received reported the por was due to arcing between right ventricular (rv) lead and device when a shock was attempted. The rv lead remains in use. Patient to be followed up by physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.